Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 619 mg/dl. The customer was treated with insulin drip, insulin pump, emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges pump was under delivering as they treated with the pump but his blood glucose continue to go up. Customer stated drive support cap appears normal. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.